Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge broke when the customer attempted to remove the cartridge from pump, and after multiple attempts the customer was still unable to remove the cartridge. Customer's blood glucose level was 160 mg/dl. Reportedly, the customer is using backup therapy to manage blood glucose levels.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.